Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and alarmed no delivery. The customer tried to bolus but the insulin pump would not do anything. Customer's blood glucose level was 400 mg/dl. After troubleshooting, it was possible the site was occluded. The device was not returned.